Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct hard error 1162. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found in system logs, the 1162 error was found indicating ac magnetic cannula sensor fault reported by the axes controller spar (acs) board in usm2, confirming the fault occurred in the field. Upon visual inspection, fluid intrusion and burnt mark were found on cannula mount that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto patient side cart fixture test platform (pftp) where a relevant testing was passed within specification. Once testing was completed, the cannula flat flex cable (ffc) was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The primary root cause can be attributed to the cannula ffc.

Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that arm 2 had error 1162. The customer power cycled and hard power cycled before calling and the error returned. The tse reviewed the logs and noted that arm 2 was still flagging error 1162 at startup. The customer would need all 4 arms for the case and was swapping the patient side cart (psc) to continue. The procedure was aborted to another da vinci system with no reported injury.